Event description:
Enclosed curad nonstick wound care pads ordered from medical supply; 2 cases - every box, every pad is rippled as if soaked then dried. When I opened the box, "recked" of pesticide/spray - pad that touches wound is also soaked / dried - must have soaked up rat spray or bug spray.